Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 02/25/2015. Additional information received from the account.

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 02/26/2015. Received additional information indicating that the lot number for the device could either be j3m1254x or j3m0730x. It is unknown which lot is correct.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 02/17/2015.

Event description:
Procedure: cholecystectomy. According to the reporter: the trocar v2 11mm (ref 179095pf) from procedure kit qab0256170000, lot 4190165379 (kit is second product page) did not retract the blade when introduced in the patient's cavity. The blade was removed and trocar used normally. No tissue loss or damaged, no bleeding, less than 30 min delay. The clinical sample has been discarded.

Manufacturer narrative:
(B)(4).